Event description:
It was reported that the pacemaker system exhibited a lead safety switch (lss) on this right ventricular (rv) lead due to high out of range impedance measurements approximately two years ago. As a result, the lead was programmed to unipolar mode, which has maintained stable measurements since then. Additionally, the patient is pacer dependent on the rv. The healthcare professional (hcp) inquired about the possibility of performing a magnetic resonance imaging (MRI) scan. Technical services (ts) determined to switch the lead to bipolar configurations or turn it off to proceed with the MRI and further evaluate the lead. No adverse patient effects were reported. This rv lead remains in service.